Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy after having a fall. Reprogramming was attempted but was unable to provide resolution. It was noted that during reprogramming, the lead tested for high impedances. As a result, surgical intervention could be pending to address this issue. This patient has two scs systems implanted. This issue is in regards to the one implanted on (B)(6) 2016.